Event description:
Additional ap-lateral neck and chest x-rays were received and reviewed. Per the additional images provided no anomalies that would indicate a device malfunction were identified. Note that the presence of lead discontinuities and microfractures cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A chest x-ray was received from the patient's neurologist. Included with the image was a letter from the physician requesting livanova cts to review the x-ray to see if anything is wrong with the vns device. The patient has been experiencing a shortness of breath (off and on) after an ent surgery. The ent evaluation noted that when the vns is stimulating, their left vocal cord becomes paralyzed. Ent believes this is causing the patient's shortness of breath. Chest ap x-rays were reviewed on (B)(6) 2006 by cqe (B)(6) and cqe (B)(6). Based on the image provided, no anomalies that would indicate a device malfunction were identified. Note that the presence of lead discontinuities and microfractures cannot be ruled out. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. No known surgical intervention has occurred to date. No other relevant information has been received to date

Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.